Manufacturer narrative:
Philips service replaced the oil pump and the cooling unit, verified ghost imaging functionality, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
(Hold for cp 10.30) it was reported to philips that an oil pump was replaced and a ghost imaging issue was resolved on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.